Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the patient condition. On october 5, 2015, olympus medical systems corp. (Omsc) confirmed that the patient had already recovered and is doing well now.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the tube was kinked at 1020mm from the distal end. The needle couldn't extend from the outer tube due to kink of it. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the needle of the subject device stuck in the nurse hand, because the nurse handled the device without confirming whether the needle couldn't be retracted into the tube or not. Also, it is unlikely that a defective needle was shipped, as nm-400u-0323s undergo 100% inspection for appearance and needle operation. And the tube was kinked, because of the user's inappropriate handling. The instruction manual of the subject device warns; *when inspecting or using the instrument, always wear appropriate personal protective equipment, such as eye wear, a face mask, moisture-resistant clothing and chemical-resistant gloves that fit properly and are long enough so that your skin is not exposed. Otherwise, blood, mucus, and other potentially infectious material from the patient could pose an infection-control risk and/or cause skin irritation. *do not bring the needle in contact with or allow it to pierce nontarget tissue. This may pose an infection control risk, or cause patient or operator injury. *do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. *when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. *stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that a nurse pricked his/her hand on the needle of the subject device, when the nurse cleaned the subject device before discarding it. The device was used to a procedure. Details of the procedure were unknown. The nurse received emergency treatment, had bloods taken, was administered a (B)(6). The nurse has been receiving a follow-up until today.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the checking of the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.